Event description:
The user facility reported the cutter would not perform during surgery. A back up pack was opened and they proceeded with the surgery. There was pt contact but no injury.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2 see 1920664-2013-00150.